Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with air bubbles in reservoir. The customer's blood glucose level was 240mg/dl. The air bubble size was half the width of the reservoir. The customer was advised to change everything out. The customer was advised to monitor the device.